Event description:
On 08/13/2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient was admitted to the hospital in 2007 with complaints of sob. After undergoing a cardiac catheterization procedure, the patient's physician recommended she undergo cardiac bypass surgery. At about one week later, the patient underwent coronary artery bypass surgery during which time heparin was administered. In the next day, the patient began suffering from severe diarrhea, nausea and respiratory failure. Pt remained hospitalized and continued to receive numerous doses of heparin in the form of both IV infusions and drips and heparin lock flushes. Pt's condition deteriorated throughout her hospitalization. Respiratory failure was so severe, she required intubation. She also began suffering from hypotension requiring numerous pressor medications, a drop in platelet count, acute renal failure requiring hemodialysis, sepsis, cardiogenic shock and thrombocytopenia. Pt's condition continued to deteriorate and eventually the patient passed at approximately 2 months later.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.